Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that display of insulin pump went blank and then flashing and also insulin pump had multiple insulin pump error alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was performed self test and it was passed. Customer stated that they was unsure for battery cap was damaged. Customer had power to the insulin pump and they did not want to lose power. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.